Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), cyst ("cysts"), polyp ("polyps"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the menorrhagia had resolved and the dysmenorrhoea, weight increased, cyst, polyp, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered bladder disorder, cyst, dysmenorrhoea, menorrhagia, polyp, urinary tract disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: not specified, results of confirmation test : bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received, new reporter, lab data, essure indication, start stop date, event injury was updated with new event dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, weight gain, cysts, polyps and outcome were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.